Event description:
Per the clinic, the patient experienced wound healing issue and infection leading to the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2026 under general anesthesia and was precribed with oral antibiotic as prophylactic. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.